Manufacturer narrative:
The hillrom technician found the siderail interface board needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The hillrom technician replaced the siderail interface board to resolve the issue.

Event description:
Hillrom received a report from the account stating the bed exit alarm was not alarming at the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).